Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the charger/modem would not power on. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger/modem would not power on. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the inability to power on is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to intermittent connections at flash components (u102 and u105). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective memory. The patient received a replacement monitor.